Event description:
It was reported that this right atrial (ra) lead exhibited dislodgment resulting in phrenic nerve stimulation. This lead was subsequently repositioned and remains in service. No additional adverse patient effects were reported.